Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, in situ measurements show one channel to be in status hi prior to the external impact, but this damage could not be detected during investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Audio booth testing revealed the recipient had little to no response to sound with the device. There were no reported bumps or injury to the implant site reported. User did previously benefit from the device on this side, also following surgery on the contra-lateral ear in (B)(6) 2018. The recipient's mother noticed that the user was not responding as well about a week before the clinic appointment on (B)(6) 2018. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audio booth testing revealed the recipient had little to no response to sound with the device. There was no reported bumps or injury to the implant site reported. Mom noticed that the user was not responding to sound as well about a week before the clinic appointment on (B)(6) 2018. Re-implantation is likely.